Event description:
It was reported that the coil was deployed into the aneurysm, and the physician was not satisfied with the positon. The coil was then pulled back for re-positioning and detached inside the catheter. The coil was successfully retrieved with an alligator. No patient injury reported.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation.